Event description:
It was reported the pt was experiencing ineffective stimulation (reference MFR report: 1627487-2012-02125) and had a surgical lead implanted. Postoperative programming was unable to provide the pt with effective stimulation. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.